Event description:
Reportedly the patient underwent a sigmoid colectomy in 2003. Nine days later patient was home with a visiting nurse caring for them. Nurse noticed patient's wound dehiscing. Patient was brought back to the or on the same evening. When the pt was opened infection was noticed and surgipro suture was found to be broken on the fascia. Patient was resutured without complication.